Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles occurred. During a pulsed field ablation procedure to treat paroxysmal atrial fibrillation, a pentaray catheter had been used twice in and out of the faradrive steerable sheath as well as an abbott brk transspetal needle before the farawave catheter was used in the case. The farawave catheter was advanced into the faradrive sheath and air was observed when advancing the farawave catheter. The farawave catheter was then removed, and the valve was moistened and inspected. The farawave catheter was again pushed into the faradrive sheath and air was again observed while aspirating while advancing the farawave catheter. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink in the shaft. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that visible air bubbles occurred. During a pulsed field ablation procedure to treat paroxysmal atrial fibrillation, a pentaray catheter had been used twice in and out of the faradrive steerable sheath as well as an abbott brk transspetal needle before the farawave catheter was used in the case. The farawave catheter was advanced into the faradrive sheath and air was observed when advancing the farawave catheter. The farawave catheter was then removed, and the valve was moistened and inspected. The farawave catheter was again pushed into the faradrive sheath and air was again observed while aspirating while advancing the farawave catheter. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device was received for analysis.

Manufacturer narrative:
Additional information was provided in section a patient information upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink in the shaft. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that visible air bubbles occurred. During a pulsed field ablation procedure to treat paroxysmal atrial fibrillation, a pentaray catheter had been used twice in and out of the faradrive steerable sheath as well as an abbott brk transspetal needle before the farawave catheter was used in the case. The farawave catheter was advanced into the faradrive sheath and air was observed when advancing the farawave catheter. The farawave catheter was then removed, and the valve was moistened and inspected. The farawave catheter was again pushed into the faradrive sheath and air was again observed while aspirating while advancing the farawave catheter. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device was received for analysis.